Manufacturer narrative:
This report is related to the following linked patient identifiers:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus reviewed the following literature titled "comparison of mild and moderate to severe degree pancreatitis after endoscopic retrograde cholangiopancreatography.¿ pancreatitis is the most common and devastating adverse event of endoscopic retrograde cholangiopancreatography (ercp). Post-ercp pancreatitis (pep) is mostly mild, but some can progress to more severe conditions with lethal outcomes. The goal of this retrospective study was to clarify predictors of severity by comparing mild and moderate to severe pep. Data was compiled from a total of 155 eligible patients who were diagnosed with pep and compared those who had mild pep versus those who had moderate to severe pep. Specifically, baseline profiles, intraprocedural data, and post-ercp outcomes were compared between the two groups. The study concluded that difficult cannulation with selective biliary cannulation time greater than 10 minutes was a significant risk factor for moderate to severe pep. It was noted that prolonged cannulation may cause more mechanical trauma to the papilla, resulting in more severe edematous obstruction of the pancreatic duct (pd) and worsening of subsequent pep. Additionally, the study found concurrent post-ercp complications, particularly micro-perforation is a significant predictive factor for moderate to severe pep. The mechanism of micro-perforation, rather than the micro-perforation itself, contributes to the increased severity of pep. It was noted that careless manipulation of guidewires or ercp instruments, such as forceps, baskets, mechanical lithotripters, or stents, can lead to pancreatic injury and potentially worsen the severity of pep, even if selective biliary cannulation is successfully and smoothly achieved. The following adverse event was reported in the literature: post-ercp micro-perforation and moderate to severe pep (41-year-old, female). The patient underwent surgery without a tear or hole being discovered.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.